Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Application support manager reported that she spoke with the account and they had no concerns on last surgery day, of (B)(6) 2018. Discussed with the account that programming a flap depth of less than 120 um can potentially increase risk of vgb. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had procedure on (B)(6) 2018 and a vertical gas breakthrough (vgb) occurred while treating right eye. The vgb did not break through the surface and resulted in a bubble appearance in the flap. The procedure was aborted. Flap was programmed at 110 um flap depth. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Surgeon had not decided to re-schedule surgery at this time. And the treatment was cancelled until patient feels need for it. Bcva from (B)(6) 2018: right eye pre-op 20/20 1.00 x -.50 x 15, left eye pre-op 20/20 .75 x -.25 x 15.